Event description:
A family member reported that the up arrow and down arrow keypad buttons are unresponsive. She stated the patient is using a back-up pump due to the button unresponsiveness. She confirmed that the rubber keypad is not peeling or otherwise damaged. The family member stated that the patient wears the pump in a case and does not clean the pump.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.